Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extracorporeal tubing was not returned. Product evaluation: an underwater leak test of the balloon, catheter and y-fitting was performed and one leak was detected on the membrane approximately 1.5cm from the rear seal measuring 0.025cm in length. Conclusion: under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The membrane penetration located within an abrasion mark is typical of that produced by contact with calcified plaque during counterpulsation therapy. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
(B)(6) hospital had a ruptured iab and wanted a return kit to send it back. It was replaced, no patient injury reported. Data-sheet reported: blood noted in balloon catheter. M.d. Notified stat. Balloon replaced.